Manufacturer narrative:
The apollo micro catheter was returned for analysis within the dispenser coil. The guidewire was not returned for analysis. Therefore, any contributing factors from the guidewire (other than outer diameter specification) could not be assessed. The 3.0cm detachable tip was found to be detached from the micro catheter. The detachable tip was returned for analysis. No damages or issues were found with the micro catheter¿s proximal segment. The micro catheter was flushed and water exited from the distal end. The total length of the detached tip was measured to be and no damages or issues were found with the detached tip. No other anomalies were observed. Based on the device analysis and the reported information the customer's report was confirmed as the detachable tip was found to be detached from the catheter. However, the cause for the detachment could not be confirmed. Per the apollo IFU (instructions for use): ¿always handle the distal end of the catheter with care to avoid damage to the detachment zone and unintended detachment. Carefully insert the guidewire into the hub of the micro catheter and advance the guidewire into the catheter lumen.¿ all products are 100% inspected for damage and irregularities during manufacturing. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience; therefore, manufacturing has been ruled out as a potential cause.

Manufacturer narrative:
Please reference MDR 2029214-2016-01148 for the other apollo reported in this event.

Manufacturer narrative:
The device has been received for evaluation. Once complete a supplemental report will be submitted.

Event description:
Medtronic received information that 2 apollo catheter tips prematurely detached during the procedure. The first tip detached as the mirage was introduced and the second tip detached in the distal aca branch. The second apollo catheter detached after navigating over the mirage wire to the avm location in the distal aca branch. The detached tip remains in the feeder branches of the avm. The patient was receiving embolization treatment for an avm. The first apollo catheter was flushed with saline and while the mirage wire was introduced into the apollo the tip became detached, prior to entering the patient. The apollo was replaced with a second apollo catheter. The second apollo was navigated over the mirage wire to the location of the avm nidus in the distal aca branch when the tip prematurely detached. During navigation the tip was not in a wedged position. The detached tip remains in the feeder branches of the avm. There was no force applied during removal and no vasospasms observed. No surgical intervention was required. The procedure was completed successfully with the same mirage wire, a new apollo catheter, and onyx les.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.